Event description:
It was reported that the device was indicating that battery and lead measurements are unavailable, and elective replacement indicator (eri) was reached. An eri lock-up condition was suspected. The device was reset and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.